Event description:
It was reported that the pt expired. It was stated that the pump was not thought to be a contributing factor in the pt's death. The pt had diabetes and various other medical issues. The cause of death was undetermined. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.